Event description:
It was reported that this right ventricular (rv) lead was potentially not connected properly in the device header of this patient's cardiac resynchronization therapy defibrillator (crt-d). This lead was explanted, and a new rv lead was successfully placed. No additional adverse patient effects were reported. Currently, this crt-d system remains in service.